Manufacturer narrative:
(B)(4). Evaluation summary: abbott vascular (av) confirmed the reported issue related to sheath splitting. Avs review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Av implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on (B)(6) 2017, [medwatch # 2024168-2017-00941]. The abbott internal recall number is 2024168-2/3/2017-001-r. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that left common femoral arteriotomy closure was attempted using a starclose se device after a carotid procedure. The arteriotomy was 6fr. Reportedly, when the starclose se was removed and checked after the procedure it was found that the clip had come out of the end of the sheath but it was not deployed in the artery. The clip was on the end of the starclose se sheath. The starclose se device was removed and hemostasis was accomplished with manual arterial compression. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.